Event description:
It was reported that patient presented in ER with non sustained lead noise due to far field r-wave and post paced t-wave oversensing. Oversensing was noted on the stored egm. The device was reprogrammed and patient is in stable condition.

Event description:
New information received notes that another instance of far r-wave oversensing was observed. No patient symptoms were reported. Programming changes were made.